Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: anchor broken during in the surgery. Probable root cause: design: insufficient material strength. Anchor assembly design not strong enough to withstand impaction. Anchor geometry too blunt for effective bone penetration process. Anchor not manufactured to specification. Improper assembly of anchor onto inserter. Application: hard bone. Excessive force. Incorrect angle of attack (too steep/shallow). No pilot hole prepared in the event of hard bone. Incorrect instrumentation used to prepare pilot hole. The failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the anchor broke during the procedure. The pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. The pieces were retrieved.